Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Us distributor reported that the patient had developed a red irritation underneath the therapy electrodes and the lifevest garment. The patient's physician prescribed hydrocortisone cream for the irritation and advised the patient to remove the lifevest until the rash had healed. During a follow-up the patient reported that the rash had improved.